Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the tendon and knee pain was attributed to the length of the first im nail being too long. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The im nail was replaced with a 9mm x 340mm, standard nail using two proximal screws. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured right tibia, was replaced due to tendon and knee pain.